Event description:
On 10/21/96, a digoxin was run on the analyzer for a pt from ER with a diagnosis of digoxin toxicity. A result was not received on the first run, which produced an error code of 1062 (invalid test result, read precision, rsme 0.310599). The same result was diluted 1:2, and the result of >4.0 ng/ml was reported as >8.0 ng/ml. Another sample was drawn and results of 0.90 and 0.82 ng/ml were obtained. Treatment was not administered based on the first result reported; however, the pt was admitted to the cardiac care wing of the hosp. No report of injury.